Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing a syncopal event. The patient noted that he had also felt a shock. A remote interrogation was performed which showed no shock therapy had been delivered within the last 72 hours. It was found that the left ventricular (lv) lead amplitude was low at 1.5 millivolts, however all other lead measurements were within normal limits. No other issues were noted from the remote interrogation.